Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional information: b5: during subsequent follow-up with the reporter, additional information was obtained. The reporter clarified that no components came loose. It was further reported that the switch was stuck, and the acetabulum reamer kept running and when trying to switch off the device, the switch was aborted. It was reported that the system was switched off at the ¿off" switch. It was reported that the surgery was completed with a spare device. It was reported that patient did not suffer any harm, there were no further complications, and no further interventions were necessary. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is not relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device. During repair, it was determined that the device failed pretest for general condition, check for leakage, check proper function of triggers and check for free moving. It was determined that the device was received in a non-functional condition. During assessment, it was observed that the lower trigger was completely blocked in the depressed position during the operation. That caused the device to be unable to stop. It was determined that the user tried to push the trigger in the released position which caused the plastic part of the trigger to break off and got the trigger blocked in the position. It was further observed that the plastic part of the lower trigger was missing. After disassembling it was observed that the lower trigger shaft was covered in a brownish debris. It was observed that the ball bearing in the guide flange did not run smoothly. It was further determined that the trigger coupling, o-ring, seal and the ball bearings were damaged. It was further determined that the cause for the identified defect was improper repair by the service center. The main cause for the improper repair was that during the last service performed, the device was only inspected. It was concluded that the sealings were not exchanged which was not according to the service manual which stated that the sealing needs to be replaced every year during service. Therefore, the reported condition was confirmed. The assignable root causes were determined to be traced to manufacturing deficiency and user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction: b5, e1: incorrect country of event: the country of event was incorrect in the initial report. The country has been updated from gibraltar to germany. Additional information: b5: during subsequent follow-up with the reporter, additional information was obtained. The reporter clarified that the switch button was blocked (pressed position) and it fell in while trying to resolve the issue. It was further reported that the device could only be switched off using the zero position of the battery cover. The reporter stated that the trigger did not release anymore, and it broke by trying to release it. The battery cover device has been included as a concomitant for this event. D11: concomitant med products and therapy dates: battery cover device, 9/19/2019. E1: the reporter¿s address has been updated accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. During subsequent follow-up with the reporter, additional information was obtained. The reporter clarified that the patient was a male born in 1944. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during a total hip replacement surgery, when the acetabulum was about to be milled, it was discovered that the battery handpiece/modular device could no longer be turned off. It was further reported that the locking mechanism of the device was jammed. It was reported that there was a few minute delay to the surgical procedure. It was not reported if a spare device was available for use. It was reported that the surgery was completed successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.